Event description:
It was reported that a patient experienced peritonitis and subsequently passed away due to an unknown cause coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the peritonitis. On an unknown date during hospitalization the patient was treated for the peritonitis with vancomycin (intraperitoneally [ip], dose and frequency not reported) and cefazolin (ip, dose and frequency not reported). It was not reported when antibiotic therapy was discontinued. On an unknown date in the month following onset, the patient was discharged from the hospital. About four days after hospital discharge, the patient passed away at home. The cause of death was unknown. It was not reported if the peritonitis resolved prior to the patient's death. It was reported that pd therapy was ongoing until the time of death, however, it was unknown the patient was performing pd therapy at the time of death. There was no hospice care prior to the patient¿s death. It was unknown if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). On an unknown date in (B)(6) 2015 the patient passed away. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.